Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the drawer would not open. The fse powered off the station, removed the back panel, and found the latch assembly frozen in place. Drawer 5 was removed, and the damaged solenoid was removed and replaced. The fse also replaced the drawer controller and the retractor band, then reinstalled the drawer. Power was restored, hardware testing application testing was completed successfully, and the customer was able to recover normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not able to be recovered. However, there were no delays or adverse events or injuries reported based on this event.